Event description:
The physician was using a resolute integrity drug eluting stent to treat a lesion. During the procedure it is reported that the resolute integrity stent became un-ravelled. No patient complications reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Results: other (root cause is unknown), deformation problem (stent damaged).

Event description:
Evaluation summary: the device was returned for analysis. There was evidence of raised struts in the middle of the stent. The protective sheath could not be loaded over the raised struts. Cine image review: no images are present showing the attempted delivery and withdrawal of the relevant device due to damage. There appears to have been 2 stents delivered and deployed successfully in the proximal lad and rca respectively. Prior to the rca stent delivery there appears to have been a shorter stent delivery catheter in the vessel and the stent does not appear to have been deployed. No images showing any further pre-dilatation were provided. It is not possible to determine if further intervention was taken prior to the successful delivery and deployment of the longer stent.